Event description:
The complaint is reported as: during an intubation with a green ruschlite mac 4 blade, the green sheath, at the end of the pipe light, broke off and fell into the pt's mouth. The broken piece was retrieved from the pt's throat with no injury or trauma.

Manufacturer narrative:
The sample was returned for eval, however, the investigation was not complete at the time of this report. A follow up report will be sent with investigation results.